Event description:
The complaint came from the patient to (B)(4) and was forward to given imaging. Customer reported on a bravo ph capsule that failed to detach from delivery system. The patient indicated that the device was successfully attached to the lining of the patient esophagus; however, the probe would not release the capsule. Patient complaints on tears in the esophagus.